Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required. Recommendation was made to consult with a healthcare provider regarding diabetes management.